Event description:
On (B)(6) 2023, the user came to the clinic with the complaint that she had abruptly stopped responding to sounds with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On (B)(6) 2023, the user came to the clinic with the complaint that she had abruptly stopped responding to sounds with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On 06-nov-2023, the user came to the clinic with the complaint that she had abruptly stopped responding to sounds with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.